Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a large volume infusor broke off at the point where it connects to the bottle. The device contained cefazolin 6000mg in 240ml of sodium chloride 0.9%. This occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between march 7-8, 2025. H11: the device was received for evaluation. Visual inspection was performed and fluid was noted inside a bag that contained the unit which suggested leak. Further inspection revealed broken tubing at the solvent-bonded junction of the stress-member. Remnant of broken tubing remained inside the solvent-bonded area of the stress-member. The morphology of the end of broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing, likely decreased the integrity of the tubing, causing breakage to occur. The reported condition was verified. The cause was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.